Event description:
It was reported that after using an asha4250-01 in a subacromial decompression procedure and upon closure of the wound the nurses observed a slight burn near the incision site. No cannulas were used in the procedure and the staff reported using suction on the wand outflow tube.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration present around the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. The suction line was tested and performed as intended. At no time during functional testing of the suction line, saline leaked out from the port. The complaint could not be verified as the returned wand functionally performed as intended nor could a root cause be determined with confidence. It was reported; however, cannot be confirmed, that the patient sustained the burn near the incision site. Based on the information of the reported event, the injury was most likely caused by hot saline. There are several factors that could contribute to the reported event. It is possible that insufficient suction pressure was used, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open, or a secondary source of outflow was not used. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.